Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow up. Right atrial (ra) lead fracture was noted. On (B)(6) 2026, the physician capped and replaced the ra lead. The patient condition was stable.